Event description:
Pt was on tpn with rate set at 100ml/hr. In a 9 hr period, the pump had infused approx 1500ml of tpn. Notified md and drew labs for analysis. Intervention necessary to adjust pts blood sugar levels.